Event description:
It was reported that the biventricular (biv) pacing rate was 87% which was lower than expected for this dependent patient. Technical services (ts) analyzed the presenting electrogram (egm) of this cardiac resynchronization therapy defibrillator (crt-d) and found that there were many ectopic beats that was affecting the programmed timing resulting in decreased pacing percentages. Also, there was extra right ventricular pacing due to atrial pacing causing under sensing of intrinsic rv beats. No additional adverse patient effects were reported. Currently, this crt-d remains in service.